Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) and gap, restricted leaflets for a triclip procedure. During the procedure, while preforming the first established final arm angle (efaa) testing the triclip was opened smoothly to about 20 degrees from neutral position to the open direction by turning of arm positioner. Trouble shooting was performed by unlocking the clip and opened to 120 degrees, locked the clip at 100 degrees and closed the clip completely, but it was unsuccessful as the clip opened to about 20 degrees during efaa. The clip was removed from the patient and a new triclip was advanced within the patient. Two clips were implanted successfully, and the procedure was discontinued. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.